Event description:
It was reported that the left ventricular (lv) lead had a progressive rise in threshold; therefore the lv output was increased. It was further reported that the lv lead had an additional rise in threshold and there was diaphragmatic stimulation. The lv output was again increased and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient is enrolled in the system longevity study (sls).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.